Manufacturer narrative:
Insulin pump was received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08760 inches. Unit was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The caller reported that every time the customer changed the infusion set her blood glucose level went high. The customer was having issues with the insulin pump's act button. Her blood glucose level went up to 600 mg/dl. She was treating her blood glucose level with manual injections. The paramedics were called three weeks ago due to a low blood glucose level. The paramedics were dispatched on (B)(6) 2017. Customer's blood glucose level dropped to 24 mg/dl. The paramedics gave her a glucagon shot. She was wearing the insulin pump at the time of the incident. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.